Manufacturer narrative:
Device not returned. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a 37 years old japanese male had impella 5.0 pump inserted in the left axillary. The patient developed an infection. Blood culture test was done, the result was +3, the bacteria was detected. The same (B)(6) was detected on the (B)(6) blood cultures and as a result vancomycin antibiotic was given.

Manufacturer narrative:
The 5.0 pump was returned for investigation. The cause of access site infection was unable to be determined. Sterilization records were reviewed and no abnormalities were discovered. The pump passed all sterilization. There is no evidence that would implicate impella as the cause of infection.